Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective stimulation. In turn reprogramming did not resolve the issue. As a result, a new lead was added and effective stimulation was restored post-operatively.